Manufacturer narrative:
Philips service replaced the electronic utility box and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the mcs monitor failed due to a defective electronic utility box on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.